Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.the product was not returned for evaluation; however, the complaint can be confirmed from the pictures provided, which show the missing end caps on the bed rails.

Event description:
Facility alleged, when you raise the rail and it is straight up, there are 2 knobs at the bottom that come right off. When the knob comes off, it is sharp metal under it. Then, they cannot get the knobs back on.